Event description:
It was reported that the insulin pump made a vibrating and rattling noise. The customer's mother stated that the insulin pump had not been dropped. She was unable to perform a self test because the insulin pump and the customer were not present at the time of the call. The blood glucose reading was unavailable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.